Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there have been several occurrences they get false positives. The following information was provided by the initial reporter: the lab has been having this as on and off occurrence. They get false positives every now and then, sometimes they have larger numbers of false positive in one run. The false positive is at very low CT score at 250 or 150 or also at 400.

Manufacturer narrative:
The following corrections have been made: b5. Describe event or problem: it was reported that while using bd max¿ system, bd max¿ instrument there have been several occurrences they get false positives. The following information was provided by the initial reporter: the lab has been having this as on and off occurrence. They get false positives every now and then, sometimes they have larger numbers of false positive in one run. The false positive is at very low CT score at 250 or 150 or also at 400. D1: medical device brand name: bd max¿ system, bd max¿ instrument. D2a: common device name: instrumentation for clinical multiplex test systems. D2b: medical device type or (procode)ooi. D4 serial #: (B)(6). D4 UDI: (B)(4). G5. PMA/510k info: k111860, k130470

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results while running the enteric viral panel assay. A bd field service engineer (fse) was dispatched to the customer site where they performed verification of instrument voltages, verified reader alignments, and normalized the readers. Instrument qualification was performed and instrument was confirmed to be operating to specifications. This complaint is confirmed by quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of reader normalizer signal drift occurring in the rox optical channel and optical crosstalk from the fam to vic optical channels. Pcr curve shapes were also indicative of potential bubbles in the pcr cartridge thus alluding to alignment issues. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. There is an open corrective and preventative action (CAPA) investigation related to this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there have been several occurrences they get false positives. The following information was provided by the initial reporter: the lab has been having this as on and off occurrence. They get false positives every now and then, sometimes they have larger numbers of false positive in one run. The false positive is at very low CT score at 250 or 150 or also at 400.

Event description:
It was reported that while using bd max¿ enteric viral panel there have been several occurrences they get false positives. The following information was provided by the initial reporter: the lab has been having this as on and off occurrence. They get false positives every now and then, sometimes they have larger numbers of false positive in one run. The false positive is at very low CT score at 250 or 150 or also at 400.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.